Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent cystourethroscopy, medium transurethral bladder tumor, vaginal excision of mesh from anterior and posterior compartments ,rectocele repair and placement of foley catheter on (B)(6) 2013 due to eroded vaginal mesh and multiple medium papillary bladder tumors.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and a mesh was implanted due to cystocele, rectocele and sui. It was reported that following insertion the patient experienced urinary and bowel problems & recurrence. It was reported that the patient underwent excision of vaginal mesh and vaginal repair on (B)(6) 2011. It was reported that the patient experienced eroded vaginal mesh in the posterior/anterior compartment. (B)(4) -urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.